Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) is expected to be returned for evaluation but not yet received. During the system¿s assessment, it was noted that high instability is observed in the motion data. Multiple background disturbances are observed in the instrument's background and baseline levels throughout the dataset, especially background level outliers during runs #2213-2222. No permanent impact on the baseline levels is observed after the same instances. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged potential false positive results for two patient samples using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). On (B)(6), 2021 the customer reported they received a sars-cov-2 positive, influenza a positive and influenza b positive results for one patient and a sars-cov-2 positive result for a second patient. The same sample from patient 1 was rerun a second time on the initial cobas liat system (s/n (B)(4)) and generated sars-cov-2 negative, influenza a negative and influenza b negative results. The same sample from patient #2 was rerun on the same cobas liat system (s/n (B)(4)) and generated a sars-cov-2 negative result. On (B)(6), 2021 a recollected sample from patient #2 was analyzed on the cobas 6800 that generated a sars-cov-2 negative result, then rerun on the cobas liat system (s/n (B)(4)) that generated a sars-cov-2 negative result. The recollected sample was also analyzed on a different platform, the panther, and generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal and virus collection and transport medium. The customer confirmed there was no allegation of harm to the patients or impact to patient care. The results were reported out to the patient and/or personnel treating the patient but later corrected and reported as negative. Two (2) mdrs will be filed one for each sample as per FDA guidance.